Manufacturer narrative:
H3: no product samples, pictures, or videos were received for investigation. Therefore, no visual inspection and functional testing were performed to determine if the device played a role in the reported event. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there were multiple issues with their medfusion 4000 syringe pumps. The pumps were failing to recognize syringes for most medications, and nurses have been placing alcohol pads behind the plunger and within the syringe flange clips to get the syringes to register properly. The team noted that the issue does not appear to be tied to a specific syringe size, as it varies across different sizes. There was no reported patient involvement.